Event description:
It was reported that sometime post a port placement via the right internal jugular vein, the patient allegedly experienced increased rate of infection. It was further reported that a kinking at the internal jugular vein where the access was taken. Moreover, infection occurred as there was allegedly swelling at the port site and infection was quite severe which allegedly resulted in fever. Reportedly, the port was removed. The current the device allegedly did not get blood on aspiration. Furthermore, there was allegedly status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.